Event description:
Related manufacturer reference number:2017865-2023-19083. It was reported that the patient presented for a scheduled procedure. During the procedure, the scrub nurse put a hole in the left ventricular lead with the distal end of an interventional wire. The lead was removed and replaced. The patient was in stable condition.